Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the x. The incident occurred in laskut, finland. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that electrical venous occluder (evo) gave an error code associated to the clamp encoder during priming. There was no patient involvement.

Manufacturer narrative:
Livanova has received a report about a evo clamp returning "rc_angle_error". No impact to patient. The clamp was requested to be sent to manufacturer for repair. No further information has been received as well as no evidence of a service intervention has been provided. A DHR revision was conducted and identified that the unit was manufactured in 2010 and no other similar events have been reported. Based on the investigation performed for similar cases, the most probable root cause of the issue was the wearing and aging of internal components of the clamp. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-evaluated. The risk is in the acceptable region. No specific action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.